Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and bleeding.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aneurysm with conformable gore® tag® thoracic endoprostheses through 20fr gore® dryseal sheath with hydrophilic coating (lot number: 15409085 or 15474135). The sheath was inserted from the left femoral artery. It was reported the physician felt difficulties advancing the sheath due to the angulated and calcified left iliac artery. The physician advanced the sheath to the left common iliac artery and then advanced a delivery catheter through the sheath. It was reported it was unable to pass the left common iliac artery due to resistance and the physician removed the sheath, the catheter and a guide wire from the patient to change the access routes. It was reported the left external iliac artery was torn when the sheath was removed and then blood pressure dropped. It was reported the tip of the sheath got stuck in the narrow left external iliac artery and the physician pushed the devices up by force. It might have caused the damage to the left external iliac artery. A cardiac massage was applied to the patient. The abdominal aorta and the left external iliac artery were temporarily occluded to stop bleeding. Blood pressure became stable again and then the physician tried to continue the procedure, however, he realized there was a dissection at the proximal left common iliac artery and he gave up on continuing the procedure. The dissection was reportedly caused by other manufacture¿s guide wire. The physician sutured the left external iliac artery and finished the procedure. The stent graft was not implanted. The patient was doing well after the procedure. On (B)(6) 2017, the patient underwent the second intervention to treat the aneurysm and stent grafts were successfully implanted.